Manufacturer narrative:
The complainant reported that during an acdf revision due to nonunion, a forceps implant inserter and a guided angled awl were broken. The initial surgery was reportedly a non-x-spine product. There were no reported patient complications associated with the instrument malfunctions. The following mdrs correspond to this event: 3005031160-2019-00044. The guided angled awl was assessed. The distal tip of the awl was confirmed to be fractured off from the instrument. It was reported that the tip of the guided angled awl broke when the surgeon impacted the ao handle attached to the instrument with a hammer. The guided angled awl and ao handle are at an angle compared to the distal tip of the device. An impact to the ao handle can cause the tip of the awl to break from the instrument. The guided angled awl and ao handle assembly are not intended to be impacted. A DHR review was performed for the guided angled awl and the device met all required specifications prior to initially being released to distribution on 07/02/2014.

Event description:
The complainant reported that during an acdf revision due to nonunion, a forceps implant inserter and a guided angled awl were broken. The initial surgery was reportedly a non-x-spine product. There were no reported patient complications associated with the instrument malfunctions. The following mdrs correspond to this event: 3005031160-2019-00044.